Event description:
Patient was receiving prostate treatments for about three months in 2005. It was verbally reported by the user facility that a dose higher than prescribed was administered. According to the user facility, the patient encountered no adverse effects one week post treatment.